Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections b3 updated, d4 model # updated, d4 catalog # removed, d4 primary UDI # justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. The device was returned to zoll medical canada for evaluation. A review of the device logs showed the user manually performed charge/shock operation nine times. The first attempt was 120j, the next three attempts were 150j, and the last 5 attempts were 200j. The configuration for energy escalation was checked, and the configuration was enabled to escalate the energy 120, 150 and 200. The device disables auto escalation configuration if the energy selection was changed manually before the delivery of any shock. X-series logs do not record any button presses, so could not confirm if the energy up/down button was pressed or not between shocks. The customer's report of "no ECG signal" and "improper auto-escalation" were not replicated or confirmed the device was put through extensive testing including defib/pacer stress testing, bench handling and defib cycling without duplicating the customer's report. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device was unable to auto escalate the joules and was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.